Manufacturer narrative:
(B)(4). Event date -- this occurred sometime in (B)(6) 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the blue winged cap on a small volume intermate was twisted the tubing completely came away from the device. There was no patient involvement. There was some exposure of leaking fluid on patient¿s caregiver; however, no injury associated. No additional information is available.

Manufacturer narrative:
Manufacture date: december 1, 2016 ¿ december 2, 2016. One actual intermate unit was received at the for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection on the unit via the naked eye noted the tubing was broken off at the solvent-bonded junction of the distal luer. The reported issue was verified. The cause of the broken tubing could not be determined during the sample evaluation. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.